Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use an bd syringe luer-lok¿ tip was found with the ¿syringe marking coming off and you cannot see how much is left or given from syringe.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: three loose 10ml luer lok syringes with no packaging and one sealed 10ml luer lok syringe confirmed to be from lot # 7325662, catalog # 302995 were received by bd canaan for investigation . Based on visual examination of the four returned samples, scale marking was rubbed off on the three loose syringes; however, no scale marking issue was found on the sealed syringe. The loose syringes appeared to be used. DHR review for batch 7325662 (p/n 302995): manufacturing date: 12/09/2017. Batch quantity was 504,000. Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325662 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect cannot be verified. Based on the fact that no rejectable defect was found, CAPA is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.